Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an advisory issued for this model device. Another guidant crt-d was successfully implanted. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis.